Manufacturer narrative:
(B)(4). Report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a plate implanted to a patient broke 2 months after the surgery due to the patient¿s lack of cooperation and the incident was not related to the procedure or the device. The patient overloaded the fracture site after the operation after noncompliance with the treatment regimen. Additional conservative treatment was required. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Originally, based upon available information, the plate fractured, however through diligence it has been determined that it was a patient bone fracture, in the same location it was previously fractured due to patient bearing weight on it. As this is not related to device or procedure, there were existing patient anatomy issues secondary to fracture please consider this non-reportable. As this is not related to device or procedure, there were existing patient anatomy issues secondary to fracture this should be non reportable. It has been clarified this is not an implant fracture. Please consider this non-reportable.

Event description:
Originally, based upon available information, the plate fractured, however through diligence it has been determined that it was a patient bone fracture, in the same location it was previously fractured due to patient bearing weight on it. As this is not related to device or procedure, there were existing patient anatomy issues secondary to fracture please consider this non-reportable.